Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of a study performed between october 2018 and october 2019, a prospective study evaluated the safety of three-port bikini sleeve gastrectomy. The study included 85 patients who underwent either bikini line sleeve gastrectomy (blsg) or conventional laparoscopic sleeve gastrectomy (lsg). Stapling was performed with the device or a competitor device. Intraoperative complications included staple line bleeding with two patients under lsg that were treated with competitor surgical clips. One patient under lsg had bowel injury and stapler that did not deploy as expected on initial firing, which was managed intraoperatively with a suture, and another reload. Three-port bikini line vs. Conventional sleeve gastrectomy: a prospective cohort study on safety, efficacy, and aesthetic outcomes 10.1007/s11695-025-08273-x.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (imf f28, ime e2402 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant products: unknown egia su, unknown endo gia sulu (lot unknown); unknown ligasur, unknown ligasure instrument (lot unknown) (B)(6). "Three-port bikini line vs. Conventional sleeve gastrectomy: a prospective cohort study on safety, efficacy, and aesthetic outcomes." Obesity surgery (2025) 35:5038¿5046.https://doi.org/10.1007/s11695-025-08273-x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of a study performed between october 2018 and october 2019, a prospective study evaluated the safety of three-port bikini sleeve gastrectomy. The study included 85 patients who underwent either bikini line sleeve gastrectomy (blsg) or conventional laparoscopic sleeve gastrectomy (lsg). Stapling was performed with the device or a competitor device. Intraoperative complications included staple line bleeding with two patients under lsg that were treated with competitor surgical clips. One patient under lsg had bowel injury and stapler misfiring, which was managed intraoperatively with a suture, and another reload. Three-port bikini line vs. Conventional sleeve gastrectomy: a prospective cohort study on safety, efficacy, and aesthetic outcomes 10.1007/s11695-025-08273-x.